Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to clinic for follow-up, non-sustained rv oversensing episodes were observed. Review of egms noted that the oversensing was due to isoelectric premature ventricular contractions. No programming changes were made. The patient was stable.